Manufacturer narrative:
The device was returned and the evaluation found no other reportable malfunctions aside from the allegations reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a whitish foreign material found inside the air/water tube and the air/water cylinder, and the adhesive between the distal end and server plug-in is cracked. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. For the foreign material in air/water channel and cylinder malfunctions a definitive root cause was not identified, however based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. For distal end cracked malfunction a definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be related irregular stress was applied to distal end during device handling by the user. IFU warns on improper reprocessing as follows: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.